Event description:
While delivering the cypher 2.5 x 28mm stent to the mid left anterior descending artery, the tip of the sds wouldn't cross the target lesion. Therefore the physician removed the cypher, and found the distal edge of the stent to be flared and also the amount of the stent on the balloon to be misaligned to the proximal end. A bms (pixel: guidant) was implanted instead and the procedure was finished. There was no reported patient injury. The product was clinically used.